Event description:
The manufacturer received information alleging a damaged fan occurred. There was no harm or injury reported. A philips field service engineer (fse) made an onsite visit to evaluate the device and found the log displayed a vent service required error message for vent_check evt_obm_valve_failure. Fse determined that the oxygen blender module and cable that connects the oxygen blender module to the main board needs to be replaced.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a damaged fan occurred. There was no harm or injury reported. A philips field service engineer (fse) made an onsite visit to evaluate the device and found the log displayed a vent service required error message for vent_check evt_obm_valve_failure. Fse determined that the oxygen blender module and cable that connects the oxygen blender module to the main board needs to be replaced. The oxygen blending module subassembly and oxygen blending module harness were evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module subassembly and oxygen blending module harness were functioned as designed and operated without issue or error codes.